Manufacturer narrative:
The company representative examined the system and confirmed the reported system messages "warning - mechanism faulted" and "fault - corrupt/missing file". The company representative replaced the host module to address the issue. The system was then tested and met product specifications. The replaced host module was returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A scrub tech reported that during surgery, the system displayed a message that could not be cleared. They rebooted, but the problem persisted. The system was exchanged and the surgery was completed with no harm to the pt.